Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The status of the patient was not provided. The patient will continue to be monitored.

Event description:
Additional information received indicated the oversensing of noise noted on the right ventricular (rv) lead resulted in pacing inhibition.